Manufacturer narrative:
On 10/9/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect. Leak testing revealed two tears on the posterior aspect (a and b). One of them within the crease measuring approximately 0.1 cm and the second one without of the crease measuring approximately 0.2 cm. Microscopic examination of the edges of the tear (b) gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Regarding tear b, deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. By the other hand, for tear a, these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced bilateral capsular contracture (baker grade 3) and a deflation on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 440cc, catalog # smpx440, serial # (B)(4) (left), serial # (B)(4) (right) on (B)(6) 2019. This report is for the ruptured device.